Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.

Event description:
It was reported that pt was dx with acetabular implant loosening which resulted in revision of tha.